Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, the stent was found to be partially deployed inside the proximal part of the microcatheter lumen with the remainder of the stent present in the microcatheter hub. The distal tip of the stent introducer sheath was found to be undamaged. The sdw (stent delivery wire) was found still present inside the introducer sheath. The sdw was kinked/bent approximately 53cm from the distal end. Initial attempts to remove the stent using a mandrel pushed in from the distal end of the microcatheter failed. Having completed inspection of the microcatheter, it was necessary to cut the microcatheter just beyond the stent location (under the strain relief). The stent was then successfully pushed out into the hub. The stent was badly deformed and was also broken/fractured towards the proximal end. One of the marker bands was missing from the proximal and and the distal end of the stent but this is likely to have occurred during attempts to remove the stent from the mc lumen. During functional inspection, stent difficult/unable to transfer inspection failed. The stent could not be advanced or retracted from the microcatheter hub due to it being firmly stuck in place. The stent deployed prematurely during retraction/re-sheathing inspection was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that the operator used microcatheter to deliver stent. When the stent just went into hub of microcatheter, resistance was encountered and the stent got stuck at hub. The operator withdrew the whole system and replaced them with microcatheter and stent in same catalog to finish the procedure. A product condition stated that 'after the stent got stuck, the operator tried to withdraw it and the stent then deployed between hub and microcatheter'. The microcatheter was replaced because the stent got stuck in the hub and could not be taken out by the operator. The stent was returned for analysis partially deployed inside the proximal lumen of the microcatheter and partially present in the microcatheter hub. The microcatheter needed to be cut to allow the stent to be pushed out proximally into the hub. Once removed, the stent was noted to be significantly deformed and was also broken/fractured. In addition, there was a marker band missing from both ends of the stent, although this damage is likely to have occurred during removal of the stent from the microcatheter hub. The introducer sheath was also returned and was undamaged. Finally, the sdw was returned for analysis and was kinked/bent approximately half-way along its length. Although all of the follow-up good faith effort answers indicate that the introducer sheath was correctly set up and the rhv (rotating hemostatic valve) was not over-tightened, it is possible that the rhv may have been under-tightened. This would result in the introducer sheath moving proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that the stent would partially deploy into this gap. The user will then experience resistance while attempting to advance the stent through the distal opening of the introducer sheath. This is one possible explanation for the analysis findings. An assignable cause of procedural factors has been assigned to the as reported events of stent difficult/unable to transfer and stent deployed prematurely during retraction/re-sheathing and as analyzed events of stent difficult/unable to transfer, stent deployed prematurely during use, stent broken/fractured during use, sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The stent (subject device) was returned for analysis and the device investigation revealed that the stent (subject device) deployed prematurely during use and was found to be broken/fractured. The physician replaced it with a new device and successfully continued the procedure without clinical consequences to the patient.